Manufacturer narrative:
Concomitant medical product: product ID: 37761, lot/serial#: (B)(4), product type: recharger. Product ID: 97754, lot/serial#: (B)(4), product type: recharger. Product ID: 37761, serial/lot #: (B)(4). (B)(4). Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that it was taking too long to charge and there was poor coupling. The patient said that, on the night prior to the report, they had 0 coupling boxes and then would get 2 coupling boxes but then, in about 5 seconds, they would have 0 boxes. The patient also reported that it took forever to charge the ins and it sometimes took them 45 minutes to 1.5 hours to charge even when they had all 8 boxes. The patient did not monitor what percentage the ins battery was at before charging. The patient said it used to take about 30-45 minutes to charge the ins to 100% with all 8 boxes and noted they charge the ins every day. The patient also noted that they have had their settings up higher for the last month because they have been more active. On the call, the patient repositioned the antenna over the ins and got 8 coupling boxes. It was recommended for the patient to monitor the ins battery level before charging/during charging sessions and the expectations pertaining to the time it may to take charge ins were also reviewed. No symptoms were reported. No further complications were reported/anticipated. Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient¿s ins recharger wouldn't hold a charge. Patient stated she had the insr plugged into the outlet for a couple days, but it was showing it¿s down to 10%. Patient stated the green light was on the desktop charger and connector pin seemed secured. It was noted recharger was not charging up and having coupling issue. It was stated the patient had turned her stimulation way down due to poor coupling and taking too long to charge (previous issue reported). Patient had been miserable due to stimulation being turned down and ins was not holding a charge. No further complication and no symptoms were reported. No further complication and no symptoms were reported. Additional information was reported from the consumer that stated that everything does not work basically. Caller states the desktop charger (dtc) pin was loose and did not have a good connection. The patient stated the recharger (insr) was charging her ins good for a couple days and then the insr antenna was not working because there were no boxes and they were charging for 2 hours and did not get anywhere. They had done all the troubleshooting and the insr was not working. They were redirected to their hcp to discuss their ins. A replacement desktop charger pin was sent. Additional information was reported from the manufacturing representative that stated that the patient had contacted patient services three times within the last few weeks requesting assistance with the recharger and had received replacement pieces of the recharger. The patient was alive with no injury. No further complications were reported.

Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger; product ID: 97754, serial# (B)(4), product type: recharger. Codes fdm, fdr, and fdc are the new codes for the ins. Analysis of the desktop charger ((B)(4)) revealed the connector pin was bent. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-may-31 crts (B)(6) (con): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that it was taking too long to charge and there was poor coupling. The patient said that, on the night prior to the report, they had 0 coupling boxes and then would get 2 coupling boxes but then, in about 5 seconds, they would have 0 boxes. The patient also reported that it took forever to charge the ins and it sometimes took them 45 minutes to 1.5 hours to charge even when they had all 8 boxes. The patient did not monitor what percentage the ins battery was at before charging. The patient said it used to take about 30-45 minutes to charge the ins to 100% with all 8 boxes and noted they charge the ins every day. The patient also noted that they have had their settings up higher for the last month because they have been more active. On the call, the patient repositioned the antenna over the ins and got 8 coupling boxes. It was recommended for the patient to monitor the ins battery level before charging/during charging sessions and the expectations pertaining to the time it may to take charge ins were also reviewed. No symptoms were reported. No further complications were reported/anticipated. From (B)(4) 2018-june-05 crts (B)(6) (con): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient¿s ins recharger wouldn't hold a charge. Patient stated she had the insr plugged into the outlet for a couple days, but it was showing it¿s down to 10%. Patient stated the green light was on the desktop charger and connector pin seemed secured. It was noted recharger was not charging up and having coupling issue. It was stated the patient had turned her stimulation way down due to poor coupling and taking too long to charge (previous issue reported). Patient had been miserable due to stimulation being turned down and ins was not holding a charge. No further complication and no symptoms were reported. No further complication and no symptoms were reported. On 2018-jun-11 crts (B)(6)(con): additional information was reported from the consumer that stated that everything does not work basically. Caller states the desktop charger (dtc) pin was loose and did not have a good connection. The patient stated the recharger (insr) was charging her ins good for a couple days and then the insr antenna was not working because there were no boxes and they were charging for 2 hours and did not get anywhere. They had done all the troubleshooting and the insr was not working. They were redirected to their hcp to discuss their ins. A replacement desktop charger pin was sent. On 2018-jun-12 (B)(4) (rep): additional information was reported from the manufacturing representative that stated that the patient had contacted patient services three times within the last few weeks requesting assistance with the recharger and had received replacement pieces of the recharger. The patient was alive with no injury. No further complications were reported.